Manufacturer narrative:
This report is being sent to correct h6.

Event description:
It was reported that shortly following a pacemaker implant procedure, the non-boston scientific left bundle branch (lbb) pacing lead dislodged, requiring a repositioning procedure. During this procedure, the right ventricular (rv) lead was also replaced. The physician observed inappropriate signal artifact monitoring (sam) events during the procedure, but there was no evidence of therapeutic impact. However, that evening following the completed procedure, the patient experienced a syncopal episode due to asystole and suspected loss of capture. The next day, the patient was seen in-clinic, where manipulations were performed and all the lead parameters were stable and in-range. The physician elected to turn off the atrial-ventricular (av) search feature and re-enable the minute ventilation (mv) sensor. Device data was forwarded to boston scientific technical services (ts) for review and it was indicated that the patient was hospitalized in intensive case. Ts confirmed the presence of rv pacing inhibition due to over-sensed non-cardiac signals. Additional extensive troubleshooting, with further provocative maneuvers and imaging, were recommended to assess the system integrity and position. Diagnostic imaging was subsequently performed, which confirmed a displacement of the lbb lead following the initial repositioning procedure. Ts hypothesized that the rv lead could have also been displaced during the revision procedure, or that the device was potentially implanted upside-down. These details were provided to the physician to determine the most clinically appropriate steps for resolution. Additionally, the thorough integrity testing was performed, which confirmed no evidence of noise, nor abnormal impedance, sensing, or threshold measurements. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported. The lbb and rv leads are not boston scientific products.

Event description:
It was reported that shortly following a pacemaker implant procedure, the non-boston scientific left bundle branch (lbb) pacing lead dislodged, requiring a repositioning procedure. During this procedure, the right ventricular (rv) lead was also replaced. The physician observed inappropriate signal artifact monitoring (sam) events during the procedure, but there was no evidence of therapeutic impact. However, that evening following the completed procedure, the patient experienced a syncopal episode due to asystole and suspected loss of capture. The next day, the patient was seen in-clinic, where manipulations were performed and all the lead parameters were stable and in-range. The physician elected to turn off the atrial-ventricular (av) search feature and re-enable the minute ventilation (mv) sensor. Device data was forwarded to boston scientific technical services (ts) for review and it was indicated that the patient was hospitalized in intensive case. Ts confirmed the presence of rv pacing inhibition due to over-sensed non-cardiac signals. Additional extensive troubleshooting, with further provocative maneuvers and imaging, were recommended to assess the system integrity and position. Diagnostic imaging was subsequently performed, which confirmed a displacement of the lbb lead following the initial repositioning procedure. Ts hypothesized that the rv lead could have also been displaced during the revision procedure, or that the device was potentially implanted upside-down. These details were provided to the physician to determine the most clinically appropriate steps for resolution. Additionally, the thorough integrity testing was performed, which confirmed no evidence of noise, nor abnormal impedance, sensing, or threshold measurements. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported. The lbb and rv leads are not boston scientific products.